Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad (B)(6), three (3) controllers (B)(6), two (2) batteries (B)(6), and a controller dc adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controllers, batteries and a controller dc adapter revealed that the units passed visual inspection and functional testing. An internal inspection of the returned devices did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up without a successful motor start event logged on 22/mar/2023 at 11:20:30. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 87% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that a controller power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 15 seconds. Analysis of the alarm log file revealed a vad stopped alarm logged on 22/mar/2023 at 11:20:59 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was then logged at 11:54:54 indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6)revealed a controller power-up without a successful motor start event logged on 22/mar/2023 at 12:56:38. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 12/oct/2022. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad stopped alarm logged on 22/mar/2023 at 12:58:02 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was lo gged at 13:02:24 indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed a controller power-up without a successful motor start event logged on 22/mar/2023 at 12:57:00. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 14/dec/2022. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad stopped alarm logged on 22/mar/2023 at 12:57:23 due to a failure of the pump to restart after several attempts. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: controller d4: con418121 h3: yes d1: controller d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: controller dc adapter d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information, device evaluation, and a revision to the product event summary. Product event summary: one (1) pump (B)(6), three (3) controllers (B)(6), two (2) batteries (B)(6), and a controller dc adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controllers, batteries and a controller dc adapter revealed that the units passed visual inspection and functional testing. An internal inspection of the returned devices did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up without a successful motor start event logged on 22/mar/2023 at 11:20:30. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 87% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that a controller power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 15 seconds. Analysis of the alarm log file revealed a vad stopped alarm logged on (B)(6) 2023 at 11:20:59 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was then logged at 11:54:54 indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power-up without a successful motor start event logged on 22/mar/2023 at 12:56:38. Review of the event log file revealed that, prior to the power-up event, the controller last had power on (B)(6) 2022. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad stopped alarm logged on (B)(6) 2023 at 12:58:02 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was logged at 13:02:24 indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed a controller power-up without a successful motor start event logged on (B)(6) 2023 at 12:57:00. Review of the event log file revealed that, prior to the power-up event, the controller last had power on (B)(6) 2022. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Analysis of the alarm log file revealed a vad stopped alarm logged on (B)(6) 2023 at 12:57:23 due to a failure of the pump to restart after several attempts. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the loss of power involving (B)(6) can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while the patient was transferring to power with the controller dc adapter, the patient accidentally disconnected both power sources.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial #: (B)(6) d9: yes, return date: 17-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: imf code(s): f1905, f1203 d4: serial #: (B)(6) d9: yes, return date: 17-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: imf code(s): f1905, f1203 d4: serial #: (B)(6) d9: yes, return date: 17-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 17-oct-2022 h6: imf code(s): f1905, f1203 d4: serial #: (B)(6) d9: yes, return date: 17-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: imf code(s): f1905, f1203 d4: serial #: (B)(6) d9: yes, return date: 17-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: imf code(s): f1905, f1203 d1: heartware ventricular assist system ¿ controller dc adapter d4: serial #: h6: imf code(s): f1905, f1203 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged. The batteries and controller dc (cdc) adapter were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for the product serial number, manufacturing information and product return. Additional products: d4: expiration date: 31-oct-2023 / serial or lot#: (B)(6) / UDI#: (B)(4) d9: yes, return date: 25-may-2023 / h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes / h4: mfg date: 15-aug-2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the vad never restarted, and the patient was implanted with a percutaneous microaxial pump while the patient was being evaluated for orthotopic heart transplant or vad exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: con418108 h6: imf code(s): f2301 con418121 h6: imf code(s): f2301 con419159 h6: imf code(s): f2301 bat952095 h6: imf code(s): f2301 bat951421 h6: imf code(s): f2301 unknown - cdc adapter h6: imf code(s): f2301 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the patient changed power sources from a battery to a cdc adapter, their ventricular assist device (vad) stopped and failed to restart. The controller in use exhibited an unexpected loss of power and two other controllers were used in unsuccessful attempts to restart the vad. The second controller also exhibited an unexpected loss of power and the patient was admitted to the intensive care unit (ICU). The patient also used two batteries in the attempts to restart the vad. The vad, two batteries and cdc adapter remain in use. The controllers were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / lot#: con418108, UDI #: (B)(4) . Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g04035. Adverse event problem: FDA device code(s): a0708, a141204. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / lot#: con418121 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 14-apr-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g04035. Adverse event problem: FDA device code(s): a0708, a141204. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2022 / lot#: con419159. UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 14-apr-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g04035. Adverse event problem: FDA device code(s): a141204. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2022 / lot#: bat952095. UDI #:(B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 06-dec-2021. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g002002. Adverse event problem: FDA device code(s): a0705. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2022 /lot#: bat952095 UDI #: (B)(4). Device available for manufacturer evalauation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 06-dec-2021. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g02002. Adverse event problem: FDA device code(s): a0705. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / lot#: bat951421. UDI #:(B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 09-nov-2021. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g02002. Adverse event problem: FDA device code(s): a0705. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ cdc adapter. Model #: 1440 / catalog #: 1440. Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403. Adverse event problem: imf code(s): f0801. Adverse event problem: img code(s): g02027, g04003. Adverse event problem: FDA device code(s): a26. Adverse event problem: FDA method code(s): b21. Adverse event problem: FDA results code(s): c21. Adverse event problem: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.